Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. A different s-ICD was implanted and remains in service. Additional information along with a return request is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. A different s-ICD was implanted and remains in service. Additional information along with a return request is being requested from the field. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to premature battery depletion (pbd) and is not expected to be returned.